Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure, device interrogation revealed noise on all channels. Replacing the device was recommended. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The reported field event of noise was confirmed in the lab. Bench testing showed high out of range impedance. The cause of both anomalies was found to be due to a c10 connection anomaly in the hybrid.